Manufacturer narrative:
Investigation: customer returned photos of a 1cc syringe with part of the shelf carton from lot # 9014514. Customer states that the stopper detached. The attached photos were examined and exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch# 9014514. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly metro, the sealing edge of the stopper can roll and deform due to the friction between the barrel and stopper. (B)(4) was initiated.

Event description:
It was reported that stopper separation occurred with a syringe 1.0ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "when drawing drug, stopper detached. The issue occurred twice. 1 sample will be returned."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper separation occurred with a syringe 1.0ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "when drawing drug, stopper detached. The issue occurred twice. 1 sample will be returned."